Event description:
It was reported that the customer received multiple cartridge alarms (alarm 30) with multiple cartridges during the load process. A cartridge change was performed to address the issue and subsequently, multiple malfunction alarms occurred. After pump reset, a cartridge change error message occurred. A new cartridge was successfully loaded resolving the issue. Customer's blood glucose was 180 mg/dl. The customer reverted to manual injections for insulin therapy.